Event description:
Removal of 1.0 mm adaption plate (12-hole) due to inflammatory response and infection was reported at an unknown date. It was also reported that while the surgeon was performing the revision surgery, it was noticed that the cortical screws were loose and disengaged from the plate and bone. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for 1 unknown plate. The investigation could not be completed; no conclusion could be drawn, as not product was received.